Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, following strabismus surgery in which a braided absorbable suture was used, a persistent localized postoperative inflammatory reaction did not regress despite conservative local treatment. The patient experienced an extended hospitalization and was readmitted to the hospital, and additional surgery was required. During the surgical revision, granuloma formation was found at the muscular suture site, and the tissue was observed to be unusually soft and adherent, which was an unexpected intraoperative finding. It was also noted that a new suture from a different brand was used.